Manufacturer narrative:
(B)(4). D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. D10: additional associated products: unk femoral lot# unk. Unk bearing lot# unk. G2: iran. G2: journal article citation: yazdi, hamidreza md; talebi, sina md; razi, mohammad md; sarzaeem, mohammad mahdi md; moshirabadi, ataollah md; mohammadpour, mehdi md; seiri, sina md; ghaeini, moein md; alaeddini, soroush md; abolghasemian, mansour md1. Effect of adding stem extension to a short-keeled knee implant on the risk of tibial loosening: a historical cohort study. Journal of the american academy of orthopaedic surgeons 33(4) :p 187-193, february 15, 2025. / doi: 10.5435/jaaos-d-23-00833 customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that one patient, within the stemmed group, underwent a revision for implant malrotation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.